Event description:
It was reported that there had been multiple intermittent instances where insulin gauge was inaccurate and static. Customer reported using cartridge for 5 days. (B)(4) technical support informed the customer that this is off label per the user guide. Customer¿s blood glucose level was 160 mg/dl. Customer continued to use the current cartridge.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The tandem user guide indicates that humalog and novolog have been tested up to 48 and 72 hours respectively.